Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient event where the patient was only being monitored for reported chest pain, the customer's device reportedly lost power on its own. The patient did not suffer any adverse effects as a result of the reported failure. The customer was unable to provide any additional details regarding the reported event.